Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to infection. Reimplantation is planned but has not yet taken place at the time of this report.

Event description:
Per additional information from the clinic, the patient had been treated with antibiotics and steroids to treat the infection. Culture reports confirmed presence of staphylococcus aureus from a specimen taken from the post-auricular soft tissue. Granulation tissue was obtained from the mastoid site which was debrided.